Event description:
Customer reported stated that the insulin pump is stuck in rewind loop and alarming. The blood glucose reading is 189 mg/dl. During troubleshooting, unable to complete the displacement test. The insulin pump will be replaced. Customer also reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 123 mg/dl. Customer had an infection in toe. Customer was experiencing swelling and pain. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with constant motor error alarm during rewind due to motor encoder out of phase. No alarm noted. Unable to complete functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to motor error alarm. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.